Event description:
It was reported that approximately nine months after implant the battery depleted. The device was explanted and replaced. The pt had a good outcome. No complications were reported.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The early end of life condition of the battery was caused by high current drain due to a leaky transistor in the inductor drive circuitry. (See scanned page).